Event description:
It was reported that during a pci procedure, the marverick2 monorail balloon ruptured. The 90% stenotic lesion being treated was located in the severely calcified left main trunk (lmt). The maverick2 monorail balloon was being used for predilation, and ruptured at 8 atms on the initial inflation. No pt complications were reported, and the procedure was completed with another device. Pt status was reported as 'good'.

Manufacturer narrative:
The complaint source confirmed that the device has been disposed; therefore, no product analysis can be completed and no root cause can be determined. A review of the manufacturing records for batch #8630755 found that the device met its material, assembly and product specifications, at the time of release to distribution.